Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, although it was difficult to attach the clip applier to the exchange sheath, the two components were attached. During thumb advancer deployment the exchange sheath detached from the clip applier hub. The safety release was used to retract the locator wings, which released the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. The physician believed that the exchange sheath detached from the hub of the clip applier due to the exchange sheath cutter being bent. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.